Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and causing no image to appear. Additionally, it was found that the pin screws that usually hold the white balance cap were missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the video connector on his olympus video system center was found broken during device reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed/image interference could not be identified. However, it¿s likely the cause is related to a faulty receptacle unit. Olympus will continue to monitor field performance for this device.